Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer's blood glucose level was 101 mg/dl.